Event description:
A report was received that a patient experienced a seroma during the permanent implant procedure. The patient was given medication and pocket aspiration was performed. The patient is recovering. The event is related to the implant procedure and not related to the device.